Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: "they are not sharp. Struggling to get them through the tissue expander ports and they are bending".

Event description:
Company representative reported on behalf of healthcare professional, "they are not sharp. Struggling to get them through the tissue expander ports and they are bending". This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b. Braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.

Event description:
Company representative reported on behalf of healthcare professional, "they are not sharp. Struggling to get them through the tissue expander ports and they are bending". This record is for an unknown side. Device status is unknown.